Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis, visual analysis, concomitant device evaluation and system risk analysis (sra). The DHR was reviewed and the product met manufacturing specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 07/27/2016 to 01/23/2017 and trending was not exceeded. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met post-processing chemical indicator disc color. Visual analysis was performed on one used RMA bi for post-process chemical indicator disc color. Results indicate color specification was met. An issue with the concomitant sterrad unit was determined to be unlikely since cycle completed, the bi was negative for growth, and visual analysis of the complaint bi determined the ci disc post-processing color change met specification. The sra review indicates the risk associated with a hazard of 'exposure to biohazardous, pathogenic or infectious material' is considered to be "low." No problem found in relation to the reported issue. The returned complaint product and retains product both met specification for post-process chemical indicator disc color, DHR review found no anomalies that would contribute to the complaint issue, lot trending was not exceeded. Additionally, the sterrad unit cycle completed and the bi was negative for growth. The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97.

Event description:
A customer reported the chemical indicator on a cyclesure® 24 biological indicator (bi) did not change color correctly after a completed sterrad® cycle. The subsequent bi result was negative. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of the chemical indicator on cyclesure® 24 bi's not changing color correctly.